Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported that the medium-large clip applier (mlca) instrument could not apply the clip. The customer replaced the mlca to resolve the issue. The procedure was continuing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mlca instrument was inspected prior to use with no issue. There was no patient injury due to the issue. The clip did not fall inside the patient¿s anatomy. The surgeon confirmed the closure of the clip after ligation.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the medium-large clip applier, and the failure analysis (fa) testing has been completed. The instrument was found to have an input disk broken. Input disk #7 was found broken into pieces inside of the housing. Engagement or motion issues would occur when placed on the system arm. The root cause is attributed to mishandling/misuse, such as improper cleaning during reprocessing. A review of the device logs for the medium-large clip applier (part# 470327-12/ lot/serial# (B)(4)) associated with this event has been performed. The medium-large clip applier was last used on (B)(6)2021 via system serial# (B)(4). There were 47 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.